Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. Engineering observed that the instrument was returned with the accumulation of dried biodebris on the yaw pulley at the grip base. However, there are no char marks or signs of arcing, as the biodebris was able to be removed and no localized melting of the yaw pulleys was observed. The conductor wires are not damaged and the instrument passed electrical continuity testing. The instrument also successfully passed a functional cautery test when using a wet towel as steam was created steam from the towel with activation of the cautery pedal. There was no physical damage to the instrument observed. On (B)(4) 2012 isi contacted (B)(6), at (B)(6) hospital and she indicated that inspection of the pk dissecting forceps instrument prior to use found that it was fine and that arcing from the instrument while in use not observed. (B)(6) indicated that the patient did not require a blood transfusion as a result of the reported event and that there is no video recording of the planned surgical procedure. No other information concerning the patient was provided.

Event description:
It was reported that during a da vinci si hysterectomy procedure, when the surgeon attempted to separate the patient's pedicles the jaws on the pk dissecting forceps instrument did not seem to meet and the instrument would not coagulate. Reportedly after coagulating the pedicles, the pedicles would bleed after being cut. Reportedly, significant charred tissue was observed on the jaws of the pk dissecting forceps instrument, which required cleaning numerous times. It is the surgeon's belief that the instrument did not seal well. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. It was additionally reported that prior to the start of the procedure the patient's hemoglobin level was 12.5 gm/dl and at the end of the procedure, the patient's hemoglobin level was 10.5 gm/dl.